Event description:
Boston scientific received information that during a normal patient follow up, it was found that this implantable cardioverter defibrillator (ICD) had reached end of life (eol). There were no allegations against the functionality or longevity of the device. No adverse patient effects were reported. The ICD was successfully replaced and returned for laboratory analysis. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.